Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation: - occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using sysmex ca-1500 system with dade innovin reagent. At 1:00 pm, the result from the meter was 5.1 inr. At 1:30 pm, the result from the laboratory was 3.4 inr. On (B)(6) 2019 at 7:29 am, the meter result was 5.4 inr. At 8:04 am, the meter result was 5.1 inr. At 8:04 am, the laboratory result was 3.7 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr the suspect product was requested to be returned for investigation. Replacement product was sent.